Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed (B)(4) of this batch. There are no units in our stock. We have received one open and used sample (there are rests of blood on thread surface) and with the needle detached from the thread. Despite this fact, the knot pull tensile strength test has been conducted with the open sample received and the result fulfils requirements: xi= 2.24 kgf (requirements: 1.81 kgf in average and 0.91 kgf in minimum) regarding the needle attachment, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Remarks: "when working with safil® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause the material to be damaged by being crushed or kinked". Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that when the suture is removed from its packaging, the needle detaches from the thread.